Event description:
It was reported that a nexiva diffusics 22g x 1.00 in was found to be damaged. The following was reported by the initial reporter: "integrated extension broke."

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the video submitted for evaluation. The reported issue was confirmed upon inspection of the video. Bd was not able to determine the root cause of the failure since the sample was not provided. Since no lot number was provided a complaint history review as well as a device history review could not be completed. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. H3 other text : see h10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. The customer's address is unknown. (B)(6) has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a nexiva diffusics 22g x 1.00 in was found to be damaged. The following was reported by the initial reporter: "integrated extension broke".